Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell on anterior side, underweight. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: - a striated edge broken on anterior side due to surgical damage. Additional, changed, and/or corrected data: d9,h3,h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. The device has been explanted.